Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a blood leak alarm occurred on a fresenius 2008t hemodialysis (hd) machine during treatment. No adverse reactions were noted with the patient and the patient was transferred to an alternate device to complete treatment. The bmt. There were no symptoms or issues on the device during treatment mode. Upon follow-up, the patient care technician (pct) clarified it was determined an internal dialyzer blood leak occurred fifteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported a blood leak was not visually noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. The pct stated there was no allegation of device malfunction against the hemodialysis machine. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Seven lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a blood leak alarm occurred on a fresenius 2008t hemodialysis (hd) machine during treatment. No adverse reactions were noted with the patient and the patient was transferred to an alternate device to complete treatment. The bmt. There were no symptoms or issues on the device during treatment mode. Upon follow-up, the patient care technician (pct) clarified it was determined an internal dialyzer blood leak occurred fifteen minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported a blood leak was not visually noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. The pct stated there was no allegation of device malfunction against the hemodialysis machine. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.